Event description:
The customer reported to olympus that, during reprocessing, the evis exera iii colonovideoscope tested positive for 20 colony-forming units (cfu) in 100 ml of enterobacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus, and the physical device evaluation was completed. The device evaluation found that the biopsy port mouthpiece had a defect. The customer provided the cleaning, disinfection, and sterilization processes. There were no deviations, deficiencies, or concerns during reprocessing. There were no defects on the automated endoscope reprocessor (aer) or endoscope washer disinfector (ewd). The detergent product used was olympus, and the disinfectant used was endodis, with the concentration and expiration date of the disinfectant controlled. The quality of the rinse water was controlled. The device was dried by wiping with a clean paper towel with blown, filtered compressed air. The endoscope storage used was stockage-individual horizontal. The endoscope had not been used since returning from maintenance. Olympus is the maintenance company. Cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured, and less than 1 colony-forming unit (ufc) volume was filtered in 100 ml. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.